Manufacturer narrative:
The complaint device was not returned for investigation. The light cable has the ability to reach temperatures capable of burning a patient/user when the light source is used at the higher light settings. The user must always be aware of the light cable's presence during surgery. The following warning is listed in the instructions for use for the light cable to help prevent burn incidents: warnings: when the fiberoptic cable is plugged in to a functioning light source and not assembled to an attachment, the distal end of the cable radiates heat. To avoid risk of burns, do not allow the distal end of the fiberoptic cable to come in contact with or rest near drapes, cloth, or papers. The surface temperature near the scope adapter and at the end of the light cable may exceed 41 degree c if the unit is operated at maximum brightness for extended periods of time. This may cause burns.

Event description:
The customer reported that towards the end of an arthroscopy procedure, the lead and scope were disconnected and placed on a linen drape covering the patient. The hot end of the light lead ignited the drape, and the linen drape and two blankets covering the patient were all burned. However, the patient was not touched by the flames and was not harmed.